Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that a couple months ago, the patient had an MRI of their foot. The patient reported that during the scan, they felt the ins was hot or warm in their body. No further complications were reported.